Event description:
In 2007, this patient was implanted with three gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. The devices were implanted without incident. Upon removal of the 24fr gore introducer sheath with silicone pinch valve in the left external iliac artery, significant force was required to withdraw the sheath due to heavy calcification of the access artery. A drop in the patient's blood pressure was noticed and it was observed that the left external iliac artery had ruptured. An end-to-end anastomosis was performed to repair the ruptured external iliac artery. The patient received approximately 1.75 liters of transfused blood. The patient tolerated the procedure and was transferred to ICU in stable condition. The patient expired ten days later. The cause of death was sudden bradycardiac cardiac arrest.